Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a previous follow-up of this pacemaker, the gas gauge stated the device had 6 months of longevity remaining. At the most recent follow-up, the gas gauge indicated the device had one and half years of longevity remaining. The physician attributed this to the completion of automatic capture tests resulting in decreased outputs since the previous follow-up that has increased the longevity calculation for the device. No adverse patient effects were reported and a normal follow-up schedule will be resumed.